Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was hospitalized and the lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 350974 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead bipolar pacing impedance spiked and was fluctuating; an alert was triggered for high impedance. Reprogramming options were discussed and the physician is considering a lead revision. The lead remains in use. No patient complications have been reported as a result of this event.